Event description:
The intended target lesion was in a bend of the proximal cx. The physician pre-dilated the lesion with a balloon catheter. While the physician was attempting to implant the stent, he realized that the device was not able to pass through the ostium of cx. The physician tried to pull back the device without success. After some attempts, the stent dislodged from the balloon and remained on the guide wire between the tc and cx segment. The stent was retrieved with a goose neck snare device. The physician stated that there was no clinical and angiographycal effects, even if a little dissection was present. The procedure was stopped and the pt was treated with reopro.